Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device revealed that the shuttle cartridge was disengaged from the black handle. A tear was observed at the proximal end of the shuttle tube propagated from the side slit. It is unknown, if the tear was a result of excessive force applied during the retraction of the device or due to subsequent user manipulation. Sealant was protruding from the shuttle cartridge side slit and blood was observed on the entire length of the sealant. The catheter, shuttle cartridge, procedural sheath and advancer tube were inspected for anomalies that may have obstructed the device path during the procedural sheath retraction. Blood was observed at the proximal end of the advancer tube, which indicates that blood was forced inside the shuttle cartridge, potentially initiating swelling of the sealant. The review of the lot history record (f1622203) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant swelling up and increasing the profile which may have caused the sealant to get stuck in the shuttle during the deployment step. If high tension is applied to the balloon catheter during the shuttle deployment step this can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath, causing the sealant to hydrate prematurely which can contribute to a device jam. However, the root cause of the reported event could not be conclusively determined. A recent trend has been identified for device deployment jams and is being further investigated through CAPA. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 5f vascular closure device failed to deploy. The mynx device was being used in conjunction with a 5f procedural sheath for arterial closure following an interventional peripheral procedure. The sealant got stuck inside the device shaft and did not come out of the delivery catheter. The user shuttled down completely. Significant resistance was not felt while shuttling down. Unusual force was not applied when retracting the sheath. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended. Additional information was requested, but is not available at this time.